Manufacturer narrative:
Date of event: date of (B)(6) 2019 was chosen (first date of the month of the bsc aware date) as no event date was provided.

Event description:
It was reported that the guidewire became stuck to the burr. A rotawire and a 1.5mm and 1.75mm rota burr were selected for a patient percutaneous coronary intervention (pci) in the calcified right coronary artery. The procedure was intending to treat in-stent restenosis within a 3x38 non-bsc stent that was implanted in the 4.2mm vessel in august of 2018. It was reported that the 3x38mm stent was not fully expanded in the vessel. During the use of the rotawire with either a 1.5mm or a 1.75mm burr, it was not specified, a separation of the distal stent occurred. The mangled stent embolized onto the burr and was attached to the burr and removed from the patient when the catheter was removed. The physician placed a wired parallel to help "exteriorize," but the stent was removed from the patient seized to gear and rotawire. The removal process included placing a 8f non-bsc catheter to the lesion location. Then the physician pulled really hard and then removed debris. Cine was then taken to observe for any patient injury, but no issues, perforations or dissections were observed. Further rota would not pass. The physician completed the procedure with image guided pci and the patient condition after the procedure was well.